Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g4,g7,h2,h3,h6,h10 the device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The seal was observed to be unraveled. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be unraveled on the outer portion of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.218 inches ((B)(4)). The length of the delivery tube was measured at 2.47inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "unraveled material" was observed. The lot #3000311604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) in the process of loading the heartstring according to the IFU, the seal was folded by pressing the step 1 wings, but the seal was not folded normally and the seal came loose. After confirming that the seal could not enter the delivery device through the inside of the window, a new product of the same product was used and applied to the patient. There was no delay. There were no abnormalities in the patient's condition.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.